Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 480 mg/dl while wearing the pod between 24 and 36 hours. The patient administered a bolus of 9.75 units of insulin and removed the pod. Once a the hospital the patients blood glucose level had rose to 600 mg/dl. The patient was diagnosed with diabetic ketoacidosis (dka). The patient was treated with intravenous fluids followed up with insulin via needle injections. The patient was released from the hospital after 2 days. The pod will not be returned as it has been discarded.